Event description:
It was reported that the patient with this neurostimulator had their device explanted. It was helping with their symptoms, but it was not sitting well and it was too painful. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k)#: p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator had their device explanted. It was helping with their symptoms, but it was not sitting well and it was too painful. There were no additional patient complications.